Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial and ventricular noise reversion alerts due to an unrelated procedure and false shorted output stage detection (sosd) alert. Patient was seen in-clinic for testing, no changes or interventions were made. The patient condition was stable throughout.

Manufacturer narrative:
Correction: b5 - updated b5 to explicitly mention alerts were caused by oversensing signals during an unrelated procedure.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial and ventricular noise reversion alerts and false shorted output stage detection (sosd) alert due to oversensing signals during an unrelated procedure. Patient was seen in-clinic for testing, no changes or interventions were made. The patient condition was stable throughout.